Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2009, inratio: 1.0, lab: 2.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.0, lab: 2.6, mean: 1.80, confidence-limits: 1.3-2.7. 2009: in-house accuracy test. Test date: 2009. Meters sn: in-house meters. Retained strip ln: 070865a. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. Hence, all meet the above criteria then no further action is required. As of 2009, the meters/strips are not expected to return. No corrective action is required as no product deficiency was established.